Event description:
The customer performed a blood glucose test in the morning and received a result of 240mg/dl. The customer took their normal medication and was getting ready for work. The next thing pt knows is the paramedics being at their house. They were given an unknown IV. The customer's device read 328mg/dl and the paramedics device result was 178mg/dl.